Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one resolute onyx drug eluting stent was implanted in the prox lad. Approximately 3 days post index procedure, the patient suffered an infection from (B)(6). The patient was treated with medication and discharged on IV antibiotic therapy. It was reported that the event is unlikely related to the study device. Patient is recovering.